Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the imaging equipment. System shut down sporadically - motion batteries suspected to be weak. The medtronic representative replaced the motion batteries. Battery chargers output measured - motion and x-ray battery chargers output voltages in range. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The return of the batteries was declined by the site and will not be returned to manufacturer for analysis. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that there was noise while performing 3d scan. The imaging system shut down. There was no patient present when this issue was identified. No further details regarding the issue were provided.